Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: issue is non-systematic. Event summary: patient underwent revision surgery on (B)(6) 2017 and exchanged with continuum acetabular system - wagner sl stem. Subsequently, the patient experienced pain post two weeks and revised on (B)(6) 2017. There were no complications or delays reported. Review of received data the product experience report (per) was filled in by the sales representative and in the event information section the following is stated: patient had austin moore hemi hip approx 20 yrs ago. Acetabular pain led to revision surgery on (B)(6) 2017. Patient complained of pain 2 weeks after this hip surgery. Implants needed to be removed. Patient's bone stock deemed too poor to implant new parts. No other info at this time. Implants that were removed on (B)(6) 2017. Devices analysis visual examination the wagner sl revision stem exhibits scratches on the neck and shoulder region most probably from revision surgery. On the shoulder of the prosthesis a polished area can be observed around the threaded hole. This derives most probably from the impaction and/or extraction of the stem using the impactor/extractor tool. Other than these the stem is inconspicuous. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary according to the per the hip prosthesis needed to be removed after the patient complained of pain two weeks after the implantation. It is reported that the patient's bone stock deemed too poor to implant new parts after the revision. There is no clinical information available (e.g. Patient¿s medical history, surgical reports of implantation and revision or the x-ray follow-up for instance to assess the bone situation before and after the implantation of the wagner sl revision stem) and therefore further background of this case remains unknown. If the poor bone stock situation was already there from before the revision or resulted from the revision surgery stays unclear. Based on the investigation of the stem and the received information no further conclusions can be drawn and the reason for the pain that reportedly led to the revision surgery stays unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The case was reopened as the device is now available for investigation. The investigation is pending. As soon as investigation results become available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient was implanted a wagner sl revision hip stem on (B)(6) 2017 and complained of pain 2 weeks after this hip surgery. The implants needed to be removed on (B)(6) 2017. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Additional information was requested but was not available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a wagner sl revision hip stem, uncemented, 15/190, taper 12/14 on (B)(6) 2017 on the right side. It was reported that the patient complained of pain 2 weeks after this hip surgery. The implants needed to be removed on (B)(6) 2017. Patient's bone stock deemed too poor to implant new parts, no further information is available at this time. This is a split case with zimmer inc., (B)(4), (B)(4).